Event description:
While performing an onsite evaluation of the device, a philips authorized service personnel (asp) discovered that the device would fail co2 calibrations. There was no patient involvement.